Event description:
It was reported via repair work order that the scale/bed exit were inaccurate due to faulty load cells. It was further reported that the headboard was damaged with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.